Event description:
Adverse event report and product problem report from reporter (B)(6) on 07/05/2024 for mw5038919. Urinary catheter. Bard 35/22 all silicone inflate w/10ml 16fr.5.3mm today I want to draw your attention to this monstrous urine catheter with a horn tip and also with one narrower release hole on the side of the narrow middle part of this stupid horn. Generally all other types of straight catheters have larger release orifices on both sides of the catheter tip than this one. And some again have two side holes not opposite each other. In a word, I don't know how such a bard catheter with a defecation horn could end up in the universal catheterization tray kit in the hospital. When I saw that the nurses were going to shove this nasty thing into my bladder, I resisted. But since I felt very bad, I agreed with their argument that this horn on the tip of the catheter facilitates insertion to the prostate and is more convenient for patients. I don't know about convenience, but after some time I began to periodically experience acute feelings of urge to urinate when the bladder was completely empty. In short, a complete mess. Guy's where is this site? Https://www.accessdata.FDA.gov/scripts/cdrh/cfdocs/cfmaude/detail.cfm?mdrfoi__ID=4226448 type of device: foley catheter. Please open this site https://www.accessdata.FDA.gov/scripts/cdrh/cfdocs/cfmaude/detail.cfm?mdrfoi__ID=4226448. MDR report key 4226448, MDR text key 5109727, report number mw5038919. Reference reports: mw5038919, mw5038919-1, mw5038919-2, mw5038919-3, mw5038919-4, mw5038919-5, mw5038919-6, mw5038919-7, mw5038919-8, mw5038919-9, mw5038919-10, mw5038919-11, mw5038919-12, mw5038919-13, mw5038919-14, mw5038919-15, mw5038919-16, mw5038919-17, mw5038919-18, mw5038919-19.